Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. It was noted that lead migration was the reason for inadequate pain coverage and there was no device malfunction suspected with the ipg and leads. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having inadequate pain coverage. It was believed that the generator and leads were malfunctioning. Imaging studies demonstrated lead migration. The patient will undergo a lead and ipg replacement procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having inadequate pain coverage. It was believed that the generator and leads were malfunctioning. Imaging studies demonstrated lead migration. The patient will undergo a lead and ipg replacement procedure.